Event description:
A viasys vip gold infant ventilator was being used as an infant ncpap generator, however it would not stop autocycling. The resp dept went through their troubleshooting measures and swapped out the ventilator. Biomed further investigated and found the vent was working properly but the disposable nasal cannula assembly was occluded, blocking the proximal pressure line. The lot # could not be recovered.